Manufacturer narrative:
(B)(4). The customer returned four units of 528135 visistat 35r 6/box for investigation. On each of the returned samples, the bottom component and the rail of the complaint sample were observed to be positioned incorrectly, allowing the staples to become misaligned and out of position at the front of the cover block. The bottom component also was bent which contributed to the misaligned staples. Functional testing could not be performed due to the misaligned staples. Each device was disassembled and die casting anomalies on the forming tool were also discovered. The lot number was not provided for the complaint samples, but a potential lot number was found through sales history. A device history record review was performed, and no relevant findings were identified. A corrective and preventative action (CAPA) was opened by the manufacturing site to further investigate this issue. The CAPA identified the probable root cause of the incorrectly positioned bottom as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. The CAPA also discovered an interference fit issue between the bottom and cover block. This was identified as the probable root cause for the bottom being bent. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming." As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine."